Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3. The device is under investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a diagnostic code indicating a breath delivery unit (bdu) background check with a message of inspiratory pressure autozero offset ¿failed.¿ the patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section h2, h3 and h6 updated due to device evaluation evaluation coded updated: method code (annex b) additional code added result code (annex c) remove c20 and add c13 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07003 and add g0201205 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the 840 ventilator generated a diagnostic code indicating a breath delivery unit (bdu) background check with a message of inspiratory pressure autozero offset ¿failed.¿ the device was available for evaluation. A review of the logs confirmed that the ventilator stopped ventilation. The service personnel (sp) inspected the ventilator and confirmed the reported issue in the logs. Based on code sp replaced the inspiratory autozero solenoid. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was isolated to a potential fault in the inspiratory autozero solenoid. The event is included in a data moni toring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code was updated due to analysis of returned part component code (annex g) remove g0201205 and add g07001 h3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the 840 ventilator generated a diagnostic code indicating a breath delivery unit (bdu) background check with a message of inspiratory pressure autozero offset ¿failed.¿ the device was available for evaluation. A review of the logs confirmed that the ventilator stopped ventilation. The service personnel (sp) inspected the ventilator and confirmed the reported issue in the logs. Based on code, sp replaced the inspiratory autozero solenoid. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The inspiratory autozero solenoid was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The cause of the event could not be established. However, the potential cause of the reported entry into lov was an issue with control of the inspiratory autozero solenoid which was addressed with the replacement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.